Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the stent was flattened, and the mid-section of the stent didn't open completely. The physician used wire and balloon to open the subject stent. The clot went distal and may resulted in a stroke. The patient was given integrilin for thrombus. The surgery was delayed by 20 minutes and was completed. The patient was reported to be left side hemiplegic post procedure. No further information available.

Manufacturer narrative:
B2 - outcomes attributed to ae - updated. B5 - executive summary - updated. C2 / d10 - concomitant products grid - added. D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. F10 / h6 health effect - clinical code - updated. F10 / h6 health effect - impact code - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The event description states "stent didn't completely open it was flattened in the midsection. Clot that went distal. May have resulted in small stroke." Additional information states that the stent was very narrow and tough to get through. Took 20 minutes to access through the stent with a wire and balloon and open the stent. The patient's pru was 188 so they likely had issues because of the stent not opening right away and not being therapeutic on meds. Medical intervention was reported. The physician used balloon and guidewire to open the stent and clotting, may have resulted in small stroke that led to one side of the patient not moving. A surgical delay of 20 minutes were reported. Patient on brilinta and aspirin and integralin. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of ¿stent failed/unable to open' and 'stent deformed'. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the stent was flattened, and the mid-section of the stent didn't open completely. The clot went distal and may resulted in a stroke. No further information available.